Event description:
Reporting on the retention of a foreign object. A 3.5cm piece of broken silicone catheter tip was retained in the patient's lumbar area. The anesthesiologist placed a medtronic csf lumboperitoneal catheter system using a 14g touhy needle to find the subarachnoid space. A drain catheter was advanced into the needle. Resistance was met at what appeared to be the end of the needle, but we couldn't tell because there were no markings. The needle was removed. No csf was noted in drain. The anesthesiologist attempted to place a needle adapter into the end of the catheter and noticed there were drainage holes. At this point, it was realized the catheter was reversed. The silicone catheter was removed gently, but snapped off at skin level. A small vertical incision was made and the area explored with a hemostat, but no catheter tip was found. The surgeon then explored the areas further without finding the tip, and then closed the area with nylon sutures.